Manufacturer narrative:
Eval of the implant determined that all the product's design specs were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be post-placement/pre-loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or post-operative complications. Proper intended use of the implant is described in its instructions for use.

Event description:
Implant was successfully placed on (B)(6) 2015 and was removed on (B)(6) 2015 due to patient's complaint of pain and loose implant. Primary stability was achieved and osseointegration was not achieved. Doctor commented that the bone quality was very good at time of removal.